Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient developed post operative fever of greater than 101 degrees. The delivery system was discarded after the procedure completed. Additional information was requested if any medication was administered, what type it was and duration of the condition. No information was provided; however, the patient was reported to be fine. Three aneurx stent grafts were implanted in this patient (see MFR #2953200-2008-01221, MFR # 2953200-2008-01222 and MFR # 2953200-2008-01223).

Manufacturer narrative:
Results: device was discarded, unknown cause of fever). Conclusion: unknown cause of fever. Required secondary intervention.